Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter alleged that he woke up this morning and the pump had lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/09/2013 with the following findings: during evaluation, a review of the pump history showed no alarms or warnings related to the complaint, however a power interruption/pump reboot was observed on (B)(6) 2013. The battery compartment was found to be intact with no cracks. There was no evidence of moisture inside the battery compartment. The battery cap was able to fully tighten and the battery cap was within specifications. A power loss was not observed during testing. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed and no evidence of moisture contamination was found inside pump. There was no evidence of intermittent contact with the battery terminal contacts. The power issue was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.